Manufacturer narrative:
The investigation found that maintenance actions performed by the customer were not performed correctly. The electrode service should be performed every three days instead of every 14 days, as programmed by the customer. The customer was advised to run all maintenance actions according to the operator's manual recommendations.

Event description:
The customer received questionable results for ion selective electrode (ise) for sodium (na), potassium (k), and chloride (cl) on six patient samples. The customer initially had errors on ise calibrations around 4:30 pm on (B)(6) 2012. The customer performed ise initialization, activated electrodes, and primed the ise fluids. Calibration and qc were performed and the qc results were almost on the mean. These actions were complete around 6:00 pm on (B)(6) 2012. The patient samples were run around 8:15 pm and the customer decided around 9:00 pm, that there may be a problem. They performed calibration, and ran qc. The qc was in range, so the customer re-ran the six questioned samples. All results are in mmol/l. Patient (B)(6): the original na result was 151; the first repeat result was 138, and the second repeat result was 137. The original k result was 5.3; the first repeat result was 4.8, and the second repeat result was 4.8. The original cl result was 118; the first repeat result was 107, and the second repeat result was 107. Patient (B)(6), female: the original na result was 146; the first repeat result was 134 and the second repeat result was 132. The original cl result was 108; the first repeat result was 97 and the second repeat result was 98. Patient (B)(6), female: the original na result was 152; the first repeat result was 137 and the second repeat result was 137. The original cl result was 116; the first repeat result was 104 and the second repeat result was 105. Patient (B)(6), male: the original na result was 151; the first repeat result was 136 and the second repeat result was 137. The original k result was 4.7; the first repeat result was 4.2 and the second repeat result was 4.3. Patient (B)(6), female: the original na result was 151; the first repeat result was 136 and the second repeat result was 136. The original cl result was 111; the first repeat result was 100 and the second repeat result was 101. Patient (B)(6), male: the original na result was 147; the first repeat result was 134 and the second repeat result was 134. The original k result was 5.8; the first repeat result was 5.3 and the second repeat result was 5.3. The original results for all patients were reported outside of the laboratory, but the clinic was closed when the results were sent out. The repeat results were deemed by the customer to be the correct results. The customer reported out the corrected results the morning of (B)(6) 2012. There were no adverse events. The na electrode lot in use was 21513754, with an expiration date of 06/22/2012. The k electrode lot in use was 21513360, with an expiration date of 05/25/2012. The cl electrode lot in use was 21514044, with an expiration date of 03/23/2012. The field service representative found a fluidic failure of the ise mixtower. He replaced the ise mixtower. The customer performed calibration, qc and ran precision; which was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly - mixtower.